Manufacturer narrative:
The service repair technician (srt) performed an external/internal physical inspection, with no anomalies found. Pump functioned as intended during troubleshooting. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. Per the perfusionist, it was thought the pump cable might not have been pushed in all the way when the issue occurred, but it was still requested the pump be replaced. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'stopped motor' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. There were no disruptions to the pump operation observed during the evaluation. The pump ran continuously overnight, responded to pump jams as expected and there was no indication of any unusual events in the log.